Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient problem code: no consequences or impact to patient. (B)(4). Lot/serial number was not provided by the customer; therefore, only a partial UDI is known.

Event description:
The customer reports that on (B)(6) 2016 a green top collection tube was used to take a blood sample from a pregnant female patient (the customer did not know if the sample was drawn pre- or post -partum). The sample generated (B)(6) per the customer, although no exact value was provided). Per the assay package insert, the sample was recentrifuged and retested in duplicate with both results (B)(6). Confirmatory testing was then performed (architect (B)(4) qualitative confirmatory, list 04p54), which generated a (B)(6) result. A final report of (B)(6) was reported out of the lab and questioned by the patient's physician as the patient was considered low risk for the virus. A new sample was drawn the next day and tested not (B)(6) with the architect (B)(4) qualitative assay. Per the customer , the result was "(B)(6)" and not anywhere near the cut-off of (B)(6). On (B)(6) 2016, an edta collected sample from this patient drawn on (B)(6) 2016 was tested ten times and each value was (B)(6). Architect core results were also (B)(6). The customer reports no analyzer issues and no issues with any other assay. Controls have remained within specifications. There was no impact to patient care due to this issue.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue/product currently under evaluation. There were no returns available from the customer site and the customer did not provide any reagent information in regards to the lot number used during this reported issue. Therefore, a ticket search, testing or review of the batch record could not be performed. The architect hbsag qualitative assay package insert and the architect system operations manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved a single discrepant result for a discrete patient sample and additional testing of the same and redrawn samples within close proximity shows correct non-reactive hbsag results (result not repeatable). The discrepant result for this pregnant patient is unclear but may be due to sample/reagent integrity or instrument issues. Customer did not provide a lot number for the reagent used.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.